Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse collected the suspected machine back to workshop for repair. We confirmed that the minor leak helium was caused by the bad k1 valve therefore we suggest the users to replace drive manifold to fix the issue. Since this machine was an old equipment which is going to be condemned very soon and the users decided not to replace the drive manifold at the end. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer, the cs100 intra-aortic balloon pump (iabp) had a helium gas leak from the helium tank. There was no patient involvement.